Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a semi-permanent hemodialysis catheter catheterization procedure was performed for the right internal jugular vein, when the catheter was used for blood purification treatment, it was found that the flow rate of the catheter was poor in the positive connection, and the flow rate was poor after the return connection. The dialysis machine repeatedly alerted the venouspressure, and the catheter was adjusted several times, and the blood purification could be continued at a low flow rate. There was no leak. There was no luer adapter issue. After the new tube was inserted, the catheter was adjusted repeatedly, and the dialysis treatment was not smooth. The adjustment of the tube causes pain in the patient, and the repeated venous pressure alarm of the dialysis machine, and the patient was older, which may cause tension and anxiety during treatment, which may affect the treatment effect. There was no reported patient injury.